Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a vinci assisted surgical procedure, the monopolar curved scissors (mcs) instrument had engagement issues and a broken cable. The procedure was completed with no reports of patient injury. The procedure was delayed by less than 15 minutes.